Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 03/30/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation inside the lens case. The lens case was packaged between cotton inside a vial. Visual inspection at 10x microscope magnification showed no damages on the lens case. The lens was observed with cotton particles. The debris reported by the customer could not be identified due to the condition of the returned device. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a debris was noticed on the optic of an intraocular lens (iol) when it was opened to load it into the cartridge. Reportedly, the lens was not used and it was decided to use another lens. No further information was provided.